Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 17 mmol/l (306 mg/dl). The pod was worn between 36 and 48 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, a manual injection of 2 units of insulin was administered.

Manufacturer narrative:
The pod was received with evidence of damage to the exposed portion of the soft cannula. The exposed portion of the soft cannula was observed to be compressed, bent, and shorter than expected with signs of damage to the distal tip. The soft cannula was measured to be out of specification, measuring approximately 0.794 in. In length. Leak testing found a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.